Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch will be submitted. A CAPA has been initiated to address this issue.

Event description:
The patient contacted the manufacturer and stated he had been diagnosed with sepsis and believed it was due to the use of the recalled product. He reported he was hospitalized for "5 days" in (B)(6) 2015 and received antibiotics. He did not know what bacteria was found in his blood. He is back at home doing home dialysis without further issue. No sample is available. There is no further information available.

Manufacturer narrative:
The actual product involved is not available for evaluation and the specific lot number is not known. Accordingly, a search of shipping records was performed to identify any product lots shipped to the customer three months prior to the event. The investigation revealed that lot 14smlb007 was recalled on 05/15/2015, and lots 15amlb012, 15bmlb011, and 15cmlb001 were recalled on 07/15/2015. A definitive conclusion regarding the involvement of the product in this event could not be reached without a physical examination of the complaint sample.